Event description:
It was reported encountering a continuous glucose monitor (cgm) error, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. The caller had difficulties with the pump's wake button, preventing a pump reset. As a corrective measure, a replacement pump was issued to address the issue. Customer reverted to an alternate method of insulin therapy.